Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previously capped right ventricular (rv) lead due to high threshold is now an active implant. The lead remains in service. No additional adverse patient effects were reported.